Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during test delivery in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluator was unable to reproduce the reported problem ec 345. However, it was verified through event history log record for multiple occurrences. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Found at factory room temperature, the upstream thermistor reading was lower than downstream, as a result the starting to fail. The ultrasonic sensor will be replaced. To address this issue. Should additional relevant information become available, a supplemental report will be submitted.